Event description:
It was reported by the facility representative that the top of the applicator exploded off and the glass broke on top of the patient. Per email:: date: 5/11/21. ID:21-126333. Location: lakeland or harm: none. Product description: 26 ml chloraprep, bd, manf #930815, lot #1019225, ireq#549588 description: reporter went to prep patient with chlorprep; chloraprep opened and activated; top of prep exploded off, glass broken everywhere on patient; cleaned up, patient prepped again product saved: yes. Supply chain manager has it. Please send him a sharps container and a label to return this for qa.

Manufacturer narrative:
Your facility did provided samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed for batch/lot 1019225 and no non-conformance was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the facility representative that the top of the applicator exploded off and the glass broke on top of the patient. Per email: date: (B)(6) 2021. ID:21-126333. Location: (B)(6). Harm: none. Product description: 26 ml chloraprep, bd, manf # (B)(4), lot #1019225, ireq# 549588 description: reporter went to prep patient with chlorprep; chloraprep opened and activated; top of prep exploded off, glass broken everywhere on patient; cleaned up, patient prepped again. Product saved: yes. Supply chain manager has it. Please send him a sharps container and a label to return this for qa.